Manufacturer narrative:
Per follow-up, although the pump "appeared infected," cultures were negative for infection. Pump was not returned for evaluation as it was discarded. Per instructions for use, 'inability to locate septum' is noted under 'possible risks associated with programmable implantable pump'. Additionally, 'inflammation, necrosis, or scarring of skin over implant area' and 'infection' are also referenced in this same section. There is no indication of an issue with the pump. Internal complaint # - (B)(4).

Event description:
Nurse reported a prometra ii 20 ml pump that was explanted due to an infection. She reports that the infection was at the pump pocket and that the physician alleges that the infection may be been introduced during a recent refill in which they had a hard time finding the septum so he had to poke the patient a few times. Cultures were taken of the pocket site along with capsular tissue and a piece of the catheter. She reports that it looked like the pocket and capsular tissue was actively infected. Per follow-up, it was reported that cultures were negative, there is no infection. Physician confirmed the pump was properly in place, and the template was used to locate the septum. It just took multiple attempts to access the septum. Pump is not available for return as it was discarded. Patient wants a pump re-implanted.

Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
Nurse reported a prometra ii 20 ml pump that was explanted due to an infection. She reports that the infection was at the pump pocket and that the physician alleges that the infection may be been introduced during a recent refill in which they had a hard time finding the septum so he had to poke the patient a few times. Cultures were taken of the pocket site along with capsular tissue and a piece of the catheter. She reports that it looked like the pocket and capsular tissue was actively infected. Per follow-up, it was reported that cultures were negative, there is no infection. Patient wants a pump re-implanted. Physician confirmed the pump was properly in place, and the template was used to locate the septum. It just took multiple attempts to access the septum. Pump is not available for return as it was discarded.